Manufacturer narrative:
An investigation is currently ongoing. A follow-up report will be filed upon the completion of the investigation. Initial reporter and facility name are truncated do to character limit. The complete initial reporter name is (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results for one patient sample when using the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system. The sample generated a positive result for all 3 targets (sars-cov-2, flu a and flu b) in the initial test. Repeat testing of the same sample with biofire filmarray, produced a negative result. The test was repeated on a new sample collected from the same patient, and produced a negative result with the liat system. The samples were collected using a copan eswab for throat swab. The product¿s method sheets indicates the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system (cobas® sars-cov-2 & influenza a/b) is an automated multiplex real-time rt-pcr assay intended for the simultaneous rapid in vitro qualitative detection and differentiation of sars-cov-2, influenza a, and influenza b virus rna in healthcare provider-collected nasopharyngeal and nasal swabs, and self-collected nasal swabs (collected in a healthcare setting with instruction by a healthcare provider) from individuals suspected of respiratory viral infection consistent with covid-19 by their healthcare provider. The method sheets also provides the following information related to specimen collection kits: nasopharyngeal swab collection kits: flexible minitip floqswab tm with universal transport media tm (utm ® ) from copan diagnostics or bd tm universal viral transport (uvt) 3-ml collection kit with a flocked flexible minitip swab. Nasal swab collection kits: regular floqswab tm with universal transport media tm (utm ®) from copan diagnostics or bd tm universal viral transport (uvt) 3-ml collection kit with a regular flocked swab copan universal transport medium (utm -rt ®), without beads. There is no indication of harm or injury.

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified.